Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
It was reported that when the ventilator started up, a noise and vibration were noticed. There was no patient involvement.

Manufacturer narrative:
G4: 21apr2020. B4: 08may2020. The occurrence of vibrational noise was confirmed by the manufacturer's international service technician so the vibration dampening ring was repositioned which resolved the issue. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.